Event description:
The customer reported the sys had a fatal error message and the system is corrupt. The fe confirmed the system was unable to boot. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.